Event description:
Additional information was received. It was reported that, when the pump was explanted, the patient was restarted on oral baclofen. The patient would not seen by the follow-up physician until (B)(6), so no further information on the patient¿s medical status was known at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the pump and catheter were explanted due to an infection in the pump pocket. Cultures were taken from the device pocket, though the results were no specified. It was indicated that an antibiotic treatment was necessary. At the time of report, there was no patient injury. The device system was used to deliver gablofen.